Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with fading serial number label and cracked case corner of belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that during changing the battery, the insulin pump beeped and the insulin pump did not come back. Customer also stated that the reservoir ring was loosened but able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.